Event description:
The patient reported that their v-go 40 device does not stay adhered to the skin. The patient reported they experience this issue in multiple areas of the body: the back of both arms and abdomen above the belly button. It was reported that the device is not available for return to the manufacturer for evaluation.